Event description:
It was reported that during a breast biopsy after retrieving 2 samples, the gears on the driver broke. When the driver was checked by the in-house biomed, it was noted that the broken gears fell out of the device. The case was discontinued and the pt was sent home under normal post biopsy instructions. The device was returned for service.

Manufacturer narrative:
Evaluation summary: the site performed mfg final test and electrical safety test and found the pulley is broken on the driver. The driver was serviced and reparied per design specifications.